Event description:
It was reported that an alert was received on this cardiac resynchronization therapy defibrillator (crt-d) due to the heart failure index crossed the alert threshold. The electrograms (egms) have stored atrial tachy response (atr) events showing isolated farfield r-wave oversensing (ffos). Battery longevity is normal and lead measurements are stable. The device and this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).